Event description:
It was reported that a minicap extended life pd transfer set had fluid flow with the twist clamp closed. This was observed during use of the device for peritoneal dialysis therapy. The device was in use on the patient for less than one (1) month. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection with the naked eye noted a broken occluder leg beneath the twist clamp. The reported condition was verified. A broken occluder foot would result in fluid flowing through the set with the twist clamp closed. The cause of the broken occluder foot could not be determined; however, exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.